Event description:
It was reported that the procedure was to treat a lesion in an ami pt; however, a perforation occurred in another lesion causing acute coronary syndrome and temporary arrest. Three stents were deployed to treat the perforation. The info contained in this report was captured during a post market eval conducted outside the us.